Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostics anomaly was observed on the device. Patient was asymptomatic. The device's morphology discriminator had been previously disabled however the device was still including morphology templates in its remote transmissions. Programming changes were recommended. Patient will be monitored.